Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the nurse called to report the date of implant shows different than expected. It was noted the implantable loop recorder (ilr) memory was fully and needed to be interrogated. The ilr remains in use. No patient complications have been reported as a result of this event.